Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. A new pacemaker system was later implanted, after completion of intravenous antibiotics. No return of product is expected.